Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a magellan safety needle. The customer reports "after giving an injection the nurse attempted to lock safety cap in place but it did not work. Nurse some how acquired a needle stick injury. Nurse again attempted to lock safety cap but would not work.